Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after taking the programmer out of its case, it was noted that the touch screen had crashed and did not work. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer overlay screen was broken and not functional. Replaced bezel overlay assembly using salvaged part. The programmer was interrogated wireless and non-wireless to pacemakers. The stylus was missing. Replaced and calibrated stylus, there were broken tabs on the power cord door. Replaced the power cord bay. Handle covers were cracked. Replaced the covers. The device failed audio loopback. The cable was damaged. The microphone was replaced using a salvaged part from the overlay. The programmer then passed audio loopback on retest. The programmer failed left antenna connection. The antenna was reseated. The hinge plate screw was missing. Replaced missing hinge plate screw. Reconfigure hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.